Event description:
The initial reporter stated that they received erroneous results for one patient sample tested with ise indirect na, k, ci for gen.2 on a cobas 8000 ise module. The initial erroneous results were reported outside of the laboratory where they were questioned by medical personnel as the results did not match the patient's history. The sample was repeated on a second cobas 8000 ise module and these repeat results were believed to be correct. Prior to testing on the cobas 8000 ise module, the samples were processed on a cobas 8100 pre-analytics system. The sample initially resulted with an na value of 173 mmol/l, which repeated as 140 mmol/l. The sample initially resulted with a k value of 5.5 mmol/l, which repeated as 4.3 mmol/l. The sample initially resulted with a cl value of 76 mmol/l, which repeated as 100 mmol/l. The patient was not adversely affected. The na, k, and cl electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer determined that the sipper nozzles were misaligned. He adjusted the nozzles and sample probe. He ran an ise check 20 times and performed precision studies; all were within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.